Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for evaluation. From the pictures submitted the defect reported by the customer "clip broken during use", was confirmed. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok l clips 3/cart 42/box, lot# 73a1900843, the samples were functionally inspected, and during the test issue reported "clip broken during use" was not observed in the current manufacturing process. The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found 2 clips broken during laparoscopic radical prostatectomy; it involved 2 cartridges.